Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and a review of the alarm log identified an f-49 alarm. Visual inspection identified a damaged and corroded central processing unit (cpu) board. The f-49 alarm was due to the corroded cpu board. The cause of the corroded cpu board was not determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged ¿board.¿ it was not specified which component "board" was. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.